Event description:
It was reported that there was a malfunction on the pump, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue happened again.